Event description:
The patient has had a bilateral hip replacement right hip implantation occurred on (B)(6) 2003 with 60mm bhr acetabular cup and 54mm head. Left was completed on the (B)(6) 2006 with 58mm acetabular cup and 50mm head. The left hip became stiff and sore, further investigations revealed high metal ion levels with pseudotumours, revision has been reportedly carried out on the left, but no date or operative notes for the revision are present. No indication of right revision is present.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s mva and fall had on his pain and clinical status as well as the retroversion of the acetabular component. The reported pain, elevated metal ions, along with radiological findings of fluid and osteolysis may be consistent with findings of pseudotumor and metal debris. However, the change in position of the acetabular component could also accelerate wear and lead to metal debris. The root cause of the reported anteversion of the acetabular component, pseudotumor and metal debris cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.